Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter shaft break occurred. During a percutaneous coronary intervention (pci), a guidezilla extension guide catheter was selected to treat the coronary artery. Upon insertion of the guidezilla extension guide catheter, the shaft snapped and broke at the middle portion. The physician was able to retrieve everything from the patient's body. No patient complications were reported and the patients' status is okay.